Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification which is our normal inspection magnification. Visual inspection revealed that the lens was received with surface residuals adhered to the optic body compatibles with handling the lens in out of sterile environment. Also, the lens sample was received cut in halves. The lens condition is consistent with a lens that has been explanted. No manufacturing cosmetic conditions were observed in the returned sample. The condition observed is associated with lens that has been explanted and not related to manufacturing process. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure. It was stated that the doctor was not happy with the tecnis multifocal lens, however, it is unknown if there was a medical reason for the explant. A new lens was implanted, and the patient is reported to be doing well. No further information was provided.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.